Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken rear case.replaced crack front cover, left handle, barrel clamp and lock label. Replaced contaminated left iui and broken right iui. A review of the device history record for sn15326613 was performed from date of manufacture 09/10/2018 to present date 01/08/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to wear/damage to the case rear pca - recall affected. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #(B)(6) syr rear case. CAPA #(B)(6) for iui's.

Event description:
The customer reported the device was broken/damaged. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/10/2018 to present date 01/08/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was broken/damaged. No patient involvement.